Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door was not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the refrigerator door was failed. A field service engineer (fse) remotely accessed the system and identified that the refrigerator was out of range and indicating a failure, which could also be caused by the refrigerator being unplugged. The fse contacted the customer to verify that the power cable was plugged into the wall outlet and securely connected to the refrigerator. The fse later remoted in and identified that the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.